Event description:
While training a new hire on splint application, they opened up a new box of size 4 (lot #2420) splinting material. After wetting down and drying the splint material off, to activate the application in the splint material, they noticed that the material was much warmer than usual and that it hardened much quicker than usual. They determined that this was a patient hazard due to which I thought the heat was to unpleasant to their skin, decided to take it out of service. Manufacturer response for splint material, dynacast (per site reporter).